Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and was found to have a large vegetation growing on tricuspid extending into the atrium not attached to the leads. The implantable pulse generator (ipg) system was explanted with new lead being implanted and the existing ipg being used externally. The system was then replaced. No further patient complications have been reported as a result of this event.